Event description:
The customer reported receiving a blank screen on the insulin pump, and hearing a roaring sound from it. The customer's reported blood glucose value was 49 mg/dl. The customer was unable to complete troubleshooting with the helpline and hung up the phone, said would call them back when possible. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.